Event description:
"The nurse notice fluid in and around the site and suspected a possible leak. Staff removed the dressing where the discovered additional moisture and at that time chose to pull the product . Upon removal the nurse flushed the catheter and a leak appeared about 1 inch below the butterfly stabilizing wing. Product had been in for 24 days and another line was placed."